Event description:
The pt had loosening of the stem. A revision surgery was necessary.

Manufacturer narrative:
This is the first case of revision due to stem loosening involving the femoral stem reference (B)(4). Document review quadra s femoral stem size 6 - ref. (B)(4)/ lot 100033. Document review was carried out on the lot 100033 (10 pieces produced): all parameters were found to be conforming to specifications valid at the time of mfg. The washing cycle for metal components were run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. Seven stems belonging to this lot have been implanted and no incidents have been reported up to now. On the basic of the info collected no conclusion can be drawn. The root cause of the event is unk. Stem loosening is a known complication of total hip arthroplasty. There is no evidence that the event is device related.